Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker exhibited a high out-of-range (oor) pacing impedance measurement of greater than 2000 ohms. Pacing thresholds and sensing measurements were within normal range. Additional information made available from the field indicated that the cause of the high oor measurement was undetermined and that no changes have been made to the patient¿s system. A future device change-out procedure is being planned, but for now the system remains in service. No adverse patient effects were reported.